Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) explant was planned due to glistenings affecting the patients' visual acuity. Additional information was provided by a medical assistant. After implantation, the patient's visual acuity was reported as good. Glistenings were first observed in 2012 and visual acuity was decreased. After revision on (B)(6) 2014, the surgeon considered an iol explant. Yag laser surgery was performed with no improvement. Additional information has been requested but not received.